Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable.

Event description:
Customer reported the high voltage cable failed during a case. No patient injury was reported.